Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was further reported that the patient presented to the emergency department on (B)(6) 2014 with severe right sided back pain. After admission, he spiked a fever and a blood culture that was drawn grew methicillin susceptible staph aureus. The patient was started on vancomycin, and was later switched to cefazolin. The follow up blood culture remained negative and the patient remained afebrile with his back pain controlled. The patient was discharged home on continued intravenous (IV) antibiotics. On (B)(6) 2014, the patient was seen by the hospital admitting physician for a 2 week follow up of the bacteremia. It was noted that the infection likely arose from a wound infection of the right buttock but he was unable to exclude a deep pocket infection of the stimulator. The patient stopped IV antibiotics and was started an oral bactrim ds for 2 weeks. The PICC line was removed. The patient was feeling well and was active. There were no chills, fever, sweats, nausea, vomiting, or diarrhea and there were no new symptoms. The right buttock had an area of residual eschar (1cm) but no other concerns or issues. On (B)(6) 2014, the patient was seen in his implanting physician¿s office. It was documented that the infectious disease specialist was unable to tell where the infection came from, but that he was worried it could be coming from the spinal cord stimulator where he had an abrasion there that the patient sustained doing sit ups. There was quite a bit of redness and "angriness" while he was in the hospital. The abrasion was not healed even at the (B)(6) 2014 visit and a 1 cm by .8 cm scab over the inferior portion of the center aspect of the generator still remained. The physician let the scab remain. There was some erythema around the scab, but there was no sign of infection at the (B)(6) 2014 visit. The patient wanted his stimulator removed and the patient was referred to a surgeon as the lead removal was out of his clinical skill set. On (B)(6) 2014, the patient had his stimulator removed. The patient rested comfortably after the surgery but had pain around both incisions, which he received IV morphine and oral pain medications for. There was no information about what occurred after the stimulator removal and the reported infection post removal. This has been requested from the physician, as well as the patients current status.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was a staph infection. The outcome was resolved without sequelae. Interventions included the device was explanted and not replaced. Medications were administered. Interventions included PICC line placed. The event resulted in in-patient hospitalization. There was an emergency room visit and an unscheduled clinic or office visit. The patient reported a very sharp stabbing pain. An ultrasound showed no evidence of fluid around the generator. Laboratory testing showed positive for staph in blood stream. A chest x-ray showed normal. A CT scan of the abdomen showed normal. A lumbar x-ray showed normal. A CT scan of the abdomen and pelvis showed normal. The patient reported abrasion over signal generator over right iliac fossa. The patient reported sharp, stabbing pain in right posterolateral chest wall area. The stimulator system was explanted and a staph infection was discovered in the generator pocket. The event was unlikely related to the device or therapy and possibly related to the procedure.

Event description:
It was reported that the patient had their stimulator removed. It was believed that there was an infection in the right butt cheek due to the removal of the stimulator. MRI compatibility guidelines were given, as it was stated that the MRI was related to the stimulator. Additional information was requested, if received a follow up report will be sent.